Event description:
Customer alleged compact blood glucose monitoring test strips were labeled to expire 8/31/2005, but the expiration date in the MFR's electronic inventory system shows the expiration date to be 10/31/2003. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.